Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the luer-hub junction area is obviously cracked, and during use, it continuously causes backflow and leakage." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) corrected data: section d.1.-brand name corrected to cvc set: 3-lumen 7 fr x 30 cm section d.4.-catalog# corrected to cs-24703-e section d.4.-lot# corrected to 'unknown' section d.4.-expiration date corrected to 'unknown' section d.4.-UDI# corrected to(B)(4) the customer returned one, 3-lumen cvc for analysis. Signs of use were observed. Visual analysis revealed that the medial extension line contained a hole adjacent to the juncture hub. Microscopic examination confirmed the damage. The appearance of the hole is consistent with contact with a sharp object during use (i.e. Scalpel, sutures, needle, etc.). The hole on the medial line measured 2mm from the juncture hub. The medial extension line outer diameter measured 2.159mm (0.085"), which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion product drawing. The medial extension line inner diameter measured 0.057" (1.4478mm), which is within the specification limits of 1.42mm-1.50mm per the medial extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial line, water was observed leaking from the hole. No leaks were observed when flushing the distal and proximal lines. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/ or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a hole on the medial extension line. The appearance of the hole is consistent with damage due to contact with a sharp object during use (i.e. Scalpel, sutures, needle, etc). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review performed on a potential lot# did not reveal any relevant findings. Based on the customer report and the sample received, uni ntentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the luer-hub junction area is obviously cracked, and during use, it continuously causes backflow and leakage." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".